Event description:
It was reported that right ventricular lead has been experiencing fluctuating lead impedance and oversensing. The device was removed and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.